Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) to report the surgeon was complaining the arms were not moving intuitively. The csr could not provide any further details but will call back once on site. The tse viewed logs, but live logs were not fully loaded and did not indicate any issues. Previous power cycle shows universal surgical manipulator (usm) 2 instrument engagement and calibration errors, 22021. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. The fse tested the system and was able to confirm intuitive motion. The system was tested and was ready for use. No parts were replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.